Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
The customer reported that the pump had been making a noise during basal and bolus. The customer's blood glucose level was impacted, but the customer was unsure if it was related to the reported event. Tandem technical support performed a system check on the pump and found that the pump worked as intended.